Event description:
It was reported that during a revision of the pt's system, the lead was placed on the sciatic nerve. It was also stated that the pocket was right under the skin, not under a layer of fat, and was "too shallow". The pt stated that the pocket site was bruised and experienced soreness at the site. The pt was unable to use the system "at all" since the device was implanted. It was later reported that when the pt attempted to increase the stimulation, the "sciatic nerve goes crazy from spine to foot." The pt believed that the wire was loose, as the pt felt a "zap" each time there was a "pulse." No further details or pt outcome were provided at the time of this report. A follow-up report will be filed if additional info becomes available.